Manufacturer narrative:
The ge representative conducted an onsite investigation. The filaments were re-calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system displayed a filament error message. No patient injury was reported.